Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent a bilateral augmentation revision and that while placing the implant on the left side, the implant ripped so a second implant was then placed. Device evaluation summary: it was reported that a 27 year old female filipino patient underwent a bilateral breast augmentation revision with a saline mentor smooth round moderate profile 200cc. While placing the implant on the left side, the implant ripped. As a result, a second implant was placed. There was no patient consequence reported. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 7.7 cm on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 200cc saline breast implant, catalog # 3501625, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female filipino patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 200cc. During the implant surgery, the surgeon discovered a rip in the left implant. As a result, the patient underwent removal of the implant on (B)(6) 2018. There was no patient consequence reported.